Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: generalized illnesses. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5087626. It was reported that a female patient underwent an unknown breast surgery with unknown saline breast implants which the patient reported breast implant illness, fat malabsorption, irritable bowel syndrome, high cholesterol, low cortisol, low vitamin d, low immunoglobulin a, low tricalcium aluminate (c3a), food intolerances, memory loss, brain fog, stiffness and pain in hand joints, excessive thirst and urination, premature aging, vision spots, reoccurring infections, occasional ringing in ears, depression, anxiety, panic attacks, vertigo, low thyroid after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.